Manufacturer narrative:
Continuation of d10: product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2021. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2021. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported the old leads were explanted and replaced. The customer discarded the devices. The new devices were working well.

Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the manufacturer representative (rep) on (B)(6) 2021, that they had fallen over their dog, resulting in their back stretching and the stimulation stopped working suddenly; it was not normal paresthesia and it gave them a cramping feeling.  Additionally, they had swelling at the incision site.  The patient an x-ray on (B)(6) 2021, which showed that both leads pulled out of the epidural space down to the incision site.  The patient was scheduled for a revision surgery to take place on (B)(6) 2021.